Manufacturer narrative:
The field service representative (fsr) discovered the issue while onsite for another repair. He replaced the ccm. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) was showing signs of burn in. There was no patient involvement.

Manufacturer narrative:
Please disregard the previous medwatches submitted related to this complaint. After further review of the complaint, the issue with the central control monitor (ccm) had no impact on the functionality or the readability of the screen. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to show signs of burn-in. Not all of the light emitting diodes (leds) appeared to be emitting light in their designated colors. It was determined that the screen was faulty. The service repair technician (srt) also witnessed the ccm to show signs of burn-in. He replaced the liquid crystal display (lcd) assembly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.